Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) was removed from the packaging, and the stent was noted to be untangled (broken) and stretched. Factors that may contribute to damage prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that when 4x23mm xience skypoint stent delivery system (sds) was removed from the packaging, the stent was noted to be untangled (broke) and stretched. Therefore, the sds was not used in the procedure. Another xience skypoint stent was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.